Event description:
It was reported the catheter migrated/dislodged at the pump connector. The patient experienced alerted mental status, seizures and less than 50 % therapy relief. X-rays were done. The pump was revised higher up in the abdomen. Additionally it was noted that after opening, discovered patient flipped pump and kinked catheter. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver compounded baclofen. Additional information later reported the cause of the flipped pump was the patient manually flipped pump. The product issue was noted to be resolved following the revision.

Manufacturer narrative:
Conclusion codes no longer apply to the event.

Event description:
Additional information was received from the consumer regarding a patient receiving compounded baclofen (2000mcg/ml, 350mcg/day) in an implantable pump for intractable spasticity and multiple sclerosis. The patient experienced "bad spasticity." The catheter was determined to have "kinked up" at the pump connector via catheter study (unknown date). The revision occurred in (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, lot# b002977n14, implanted: (B)(6) 2003, product type: catheter. (B)(4).